Event description:
Clinic notes were received that indicated the patient had 2 seizures per week while their normal seizure frequency baseline is approximately 1 per month. The patient also experienced several "drop attacks" which were atypical for the patient. The physician indicated the patient may be having parasympathetic activity. Multiple attempts were made by the representative to obtain more information regarding the reported events; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement. The generator was discarded by the hospital.